Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening assessed as surgical impact opening (shell thickness within specification). ¿ lump/nodule-ndr: unable to observe since it is not related to the device. Additional observations: ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture of right device. "Disperse micronodules, benign, of cystic or fibrotic type¿ is not device related and rupture of right device. Device has been explanted.

Event description:
Healthcare professional reported rupture of right device. "Disperse micronodules, benign, of cystic or fibrotic type¿ is not device related and rupture of right device. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture of right device. Device is explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.